Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for eval. The defective power adapter has not been received at medela as of (B)(4) 2014. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer f/u was not successful. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. The customer reported sparking from exposed wires on her pump in style power adapter. On (B)(4) 2011, medela issued a pump in style power adapter safety notification. The safety notification was the result of the findings of CAPA (B)(4), which addressed issues with exposed wires and found the probable root cause to be degradation of the insulation separating the positive and negative wires. The probable causes of the degradation of the insulation have been attributed to the cord being wrapped around the transformer housing and/or being pulled from the outlet by the cord instead of by the transformer housing. As a result, customers were informed not to wrap the cord around the transformer to prevent damage and to discontinue use of any transformer that appears damaged. In addition, medela has updated the cord and the transformer material has been changed to a more heat stable material. The updated transformer also contains both electrical and heat thermal fuses so that in the event of a failure, the transformer will fail safe. The subject unit was manufactured prior to the corrective action under (B)(4). The customer was provided with a replacement transformer. No further action is required. Complaint data trending will continue to be monitored by medela quality mgmt for investigation/CAPA consideration.

Event description:
The customer reported her power adapter had sparking from the exposed wires.